Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to shortened lcd driver board. Unable to perform operating currents or verify a17 and a21 alarm due to blank display. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer received an unexpected restart alarm, as well as a off no power alarm. Customer's blood glucose levels at the time 270mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.